Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as skin breakdown, skin tears under left arm pits. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the wound. Outcome of the wound is unknown as the patient has since passed away. There is no indication that the wound caused or contributed to the patient¿s passing.